Manufacturer narrative:
Other, other text: b5: additional information received on 29-nov-2022 via email and attached to the complaint object: this product was not used on any patient when it failed. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Manufacturer narrative:
One infusion pump was received for evaluation. The devices event history log was reviewed for evidence of the reported event, and nothing was found. Functional testing of the device revealed the reported problem could not be duplicated. The most probable cause for the error is that the customer was not correctly loading the syringe (as sensed by the barrel clamp sensor). The plunger pcb and plastic parts of the plunger head were replaced as a preventative measure. To address the issue the plunger assembly, ac cord clamp, bottom case, and size pot were replaced, the device was cleaned and greased. The device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that during a returned order service, a plunger sensor error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.